Event description:
Knee was noted swollen at the end of the case. Follow up revealed that since no pulse was noted at the end of the surgery, a fasciotomy was required to drain the excess fluid. Pt stayed over night for observation. Or staff stated pt was doing well on date of surgery. This device is used for treatment.